Event description:
Procedures: lumbar 3 through lumbar 5 decompression with decompressive laminectomies and facetectomies; posterolateral stabilization with pedicle screws and rods from l3 through l5 utilizing medtronic solera system; right-sided transforaminal lumbar interbody fusion.